Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with plunger lever sticking. Investigation unable to remove the plunger head screw and the pump battery door cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation the, device gave an invalid syringe alarm during the 12-hrs burn-in testing. The investigation replaced the pump right plunger case, and this cleared up the reported problem. Investigation also replaced the pump right plunger case, also replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 4 years old. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited clutch error. No reported adverse effects.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.